Event description:
It was reported that the tsw35 was used during a laparoscopically assisted vaginal hysterectomy. It was reported that the device fired fine the first firing. The device jammed the second firing. Only two or three rows fired. Stapler stuck on the tissue and handles had to be pried apart. There was no patient consequence. Another device was used to complete the case.